Event description:
It was reported the patient was doing good eight months after their surgery but in (B)(6), 2012 the patient had a fall and stated ¿I fell right on my butt.¿ it was also reported the patient started developing problems around that time. Reportedly, the patient had a loss of therapeutic effect. Additional information was requested but was not available at the date of this report.

Event description:
Follow up information reported that the patient received assistance from their doctor and the manufacturer¿s representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v920746, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).